Event description:
It was reported that the cage was broken post operatively. The patient was in pain due to delayed fusion. A revision surgery will be required but not planned yet.

Manufacturer narrative:
Complaint history could not be performed as a valid lot code was not provided and could not be obtained. A review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. Based on the information provided, root cause of the reported event was determined to be patient factors; delayed healing. Per the surgical technique: ¿an overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. Patients who smoke have been shown to have an increased incidence of non-unions. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. Risk table states that cyclical loading over time results in implant migration, excessive subsidence, dislocation or expulsion.¿ device remains implanted in patient.

Event description:
The exact date is unknown as the complainant provided two dates. Additionally, three events were reported by the complainant. Upon follow up it was reported that one of the patient¿s involved, experienced pain in the other leg. It was not identified which case this was associated with.

Manufacturer narrative:
Method: labeling review, x-ray review and risk assessment. Results: it was reported that initial surgery was performed in (B)(6) 2016 and cage fracture was noticed in (B)(6) 2018. Fusion was not achieved. No lot number was provided, so a manufacturing record review and complaint history review could not be performed. Device is implanted in the patient therefore inspection could not be performed. Conclusion: root cause of the reported event was determined to be patient factors- delayed healing. Per surgical technique, patients who smoke have been shown to have an increased incidence of non-unions. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief. Risk table states that cyclical loading over time results in implant migration, excessive subsidence, dislocation or expulsion. Remains implanted.

Event description:
It was reported that the cage was broken post operatively. The patient was in pain due to delayed fusion. A revision surgery will be required but not planned yet.